Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one titanium implantable port attached to a groshong catheter was returned for sample evaluation. Gross, visual, microscopic visual tactile and functional evaluations were performed. A complete circumferential break was noted on the distal end of the catheter. The edges of the of break were noted to be uneven and surface was noted to be round and smooth in one region and granular in the other. The port was patent to both infusion and aspiration without issue. Therefore, the investigation is confirmed for the reported fracture. However, the investigation is inconclusive for the reported fluid leak issue as no leak was noted during sample evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the catheter allegedly ruptured due to internal cervical implantation. It was further reported that leakage was allegedly found upon fluoroscopic examination and the patient experienced pain. There was no reported patient injury.

Event description:
It was reported that sometime post a port placement, the catheter allegedly ruptured due to internal cervical implantation. It was further reported that leakage was allegedly found upon fluoroscopic examination and the patient experienced pain. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.